Manufacturer narrative:
Pc-(B)(4) date sent: 4/18/2024 d4: batch #124c17 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, please reference the instructions for use for additional information. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 124c17, and no non-conformances were identified. D1, d4

Manufacturer narrative:
(B)(4). Date sent 4/8/2024. D4 batch # unk. B3: unknown; captured as awareness date. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is meant by fired by the last 2 staples? All staples should fire at once. What were the indications? Was a colorectal procedure being done at the same time? Where was the stapler fired ¿ on what structures. Was there a leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diverting loop ileostomy procedure, the surgeon fired the last two staples, and the staples fired but did not close. Case completed with hand sewn anastomosis deep in the pelvis. At this time it is unknown when this will be reversed.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2024. Additional information was requested and the following was obtained: what were the indications for surgery? Sigmoid resection. What surgical procedure was performed? Sigmoid resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Yes, in both cases, no staples formed and the anastomosis fell apart with no formed staples. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired the device. He has used variations of the ethicon circular stapler for 10+ years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b to low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds, unknown if he retightened. Was the device difficult to close? Not more difficult than usual. Was the device difficult to fire? Not more difficult than usual. How may counter-clockwise revolutions of the adjusting knob were used to open the device? From what I was told 2 full rotations open. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, 1 set of donuts was complete. Unknown on second firing. Was a complete transection of the white breakaway washer visually confirmed? Yes. What is the current status of the patient? Unknown, received a colostomy. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon stated that everything was done as usual and they didn¿t feel the case was more difficult then usual. Tissue didn¿t seem to have any issues. What is meant by fired by the last 2 staples? All staples should fire at once what were the indications? Unknown. Was a colorectal procedure being done at the same time? Unknown. Where was the stapler fired? ;on what structures? Sigmoid possibly rectum. Was there a leak? We were told by the surgeon that no staples formed and the a leak test wasn¿t done.